Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 417 mg/dl. The customer stated that the insulin pump had motor error alarm. Customer reported that the drive support cap was flush. The troubleshooting was performed for the motor error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.